Event description:
Related report: 2017865-2025-15533. It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited far p-wave oversensing. Programming changes were made. Patient was stable.